Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that both guides from the ns vis adpt guide gii kit had debris present, which was discovered following processing/sterilization by the hospital. This was noticed upon inspection; however, the procedure was conducted with the same blocks. Surgery was not delayed. Patient was not harmed.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and revealed that the device has fiber-like structures on it. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. This event was evaluated through our internal quality process and an evaluation of the manufacturing records and picture provided could not confirm this event happened because of a manufacturing deficiency. Since the debris was only identified after cleaning and sterilization by the customer, it is likely contamination from a process outside smith & nephew. The debris appears to be from gauze or sterile wrapping that the device may have been exposed to after being removed from our packaging. The event appears to be isolated, as no additional complaints could be found for this failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A factor that could contribute to the reported event include inadequate processing steps. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.